Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the suture cartridge in place and the articulating linkage fractured. The suture cartridge was damaged with the needle shaft popped down. A review of the customer supplied image finds the complaint device with magnified images of the fractured linkage. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information on b5 and h6 (health effect - impact code).

Event description:
It was reported that during an arthroscopy and repair of the left knee meniscus, the surgeon found that novostitch could not operate, so it was removed from the knee joint but found that novostitch's jaw was deformed and broke inside the knee joint; all the broken pieces were removed. The procedure was completed with a non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5, d9 and h6 (health effect - impact code).

Event description:
It was reported that during an arthroscopy and repair of the left knee meniscus, the surgeon found that novostitch could not operate, so it was removed from the knee joint but found that novostitch's jaw was deformed and broke inside the knee joint; all the broken pieces were removed. The procedure was completed with a non-significant delay using a s+n back up device plus a competitor device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy and repair of the left knee meniscus, the surgeon found that novostitch could not operate, so it was removed from the knee joint but found that novostitch's jaw was deformed and broke inside the knee joint; all the broken pieces were removed. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.